Event description:
Customer reported the insulin pump alarmed multiple no delivery alarms, during bolus. Customer's blood glucose was 14.1mmol/l. The alarm was explained to the customer. Customer was advised the issue might be with infusion site. High pressure clip was going to be sent to customer to perform high pressure test on the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.